Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, a corneal burn occurred in the patient¿s operative eye. The corneal burn required a suture to close the wound. A description from the surgery center indicated the surgeon is attributing the corneal burn to the tubing pack model opo85. The surgeon indicated the phacoemulsification machine was not providing adequate vacuum on several of the cataract procedures and in one of the procedures, a corneal burn occurred. The surgery center indicated the tubing pack was replaced and no further complications or negative observances occurred. After the replacement of the tubing pack, the vacuum /suction parameters returned to normal operating parameters. The patient outcome is expected well. Pre-op visual acuity: 20/50-2; pin hole (ph) 20/50; glare > 20/400. This report is for the phaco unit. A separate report will be submitted for the tubing pack.